Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, resistance was met during insertion of the 26mm commander delivery system and valve through the 14fr esheath+ at the partially expanded portion. On fluoroscopy, the valve tines were observed to be bent. The devices were all removed, and a new set of devices were used. The new valve was successfully implanted. Per report, an additional 1.5cc were used. The patient was 344lb, so the team needed an extra long needle to access the arterial vessel. The valve tine bent was related to the patients bmi and needed an extra long needle to get access. The angle of insertion was steep. Per pre-deco findings, the sheath was punctured.

Manufacturer narrative:
Correction to h11 statement: the events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Engineering performed visual examination and the following was observed: curvature was observed on sheath shaft likely due to packaging. The liner was partially lifted starting at the distal strain relief. The remaining liner is unexpanded, and the distal tip is unopened. There is a wrinkle observed on the strain relief. There is a tear observed on surface of strain relief approximately 0.8 inches from the distal comnut with 3 additional marks observed on the surface of the strain relief. The marks appear more like indentations and not through holes. Engineering peeled back the strain relief and observed 2 pinholes on the shaft. There is a liner tear observed under the strain relief, which aligns with the strain relief puncture. There are multiple kinks on the shaft under the strain relief. Engineering removed the valve from the sheath hub and observed multiple bent inflow struts. Dimensional testing was done on the device, liner thickness was measured along the liner tear, all measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided, and the following was observed: there was tortuosity present in the patient's left access vessel. As the resistance and sheath puncture occurred near the strain relief, the delivery system/thv likely did not advance far enough to reach the tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for inability to advance through sheath, and sheath puncture was confirmed based on the evaluation of the returned device. The liner was observed to be torn underneath the strain relief, and aligned with the strain relief puncture, which indicates the strain relief puncture was likely caused by interaction with the bent tines on the valve. Available information suggests that procedural factors (steep insertion angle, high push force) likely contributed to the event as it was reported that the angle of insertion was steep and the valve stent tines were bent. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath. High push forces exerted to overcome resistance in challenging anatomy can compromise the sheath integrity, resulting in shaft damage. When combined with non-coaxial advancement trajectories (rendered through steep angles), these forces can further exacerbate damage to the strain relief, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed visual evaluation and the following was observed: the liner was partially lifted and the distal tip is unopened. There was a wrinkle observed on the strain relief. A tear was observed on the surface of the strain relief. Three additional indentation marks observed on the surface of the strain relief. Engineering peeled back strain relief and observed two pinholes on the shaft. A liner tear was observed under the strain relief. There were multiple kinks on the shaft under the strain relief. Engineering removed the valve from the sheath hub and observed multiple bent inflow struts. Dimensional testing was performed, and the liner thickness was measured along the liner tear. All measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mesio report was provided by the site, and the following was observed: tortuosity present in the upper section of patient's access vessels. As the resistance and sheath puncture occurred near the strain relief, the delivery system/thv likely did not advance far enough to reach the tortuosity. The reported event for sheath puncture was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (high push force, insertion angle) likely contributed to the event. Damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.